Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed to replace the components. A patient outcome of improved following the procedure was reported.

Manufacturer narrative:
B3. Actual event date is unknown.